Event description:
O.r. Assistant reported to business unit manager, that for the second time they tried to place a lag screw through the gamma3. According to the or assistant, the drilling went well, the placement of the screw was very difficult, because it made contact with the nail. She further reported that they succeeded, but lost confidence in the target device, because this was the second time. Also reported that after the first time she checked the device with a nail, but did not find any abnormalities.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.